Event description:
It was reported that the patient presented during follow-up in clinic post implant. Upon interrogation, the pacemaker exhibited undersensing of premature ventricular contractions. The pacemaker was undersensed due to the auto sense algorithm. The pacemaker was reprogrammed to resolve the issue. The patient was in stable condition throughout.